Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, the patient reported that the infusion set was leaking, which cause the patient blood glucose level was elevated to 400mg/dl which was lasted a couple of hours. No further information available.